Event description:
Customer reportedly received a result of 500 mg/dl at 9 am and felt weak with this result. At 1 pm, she tested her blood glucose on her husband's non-roche meter and the result was in the 100's (mg/dl). The customer called her physician regarding these discrepant results and was advised to take 25 units of her husband's humulin n insulin (customer was not prescribed insulin prior to this incident). She felt sick, had a stomachache, and fell into a very deep sleep after using the insulin. Customer's husband called emergency medical technician's (emts) who transported her to the hospital (blood glucose test was not done on emts meter). While at the hospital, the customer's blood glucose result was 111-114 mg/dl and she was treated with glucophage and a breathing treatment for her bronchitis. She was released three days later. No quality controls used. Requested return of suspect device and replacement was sent.